Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a trauma to his head subsequently knocking his abutment loose. The patient underwent a procedure to excise the excess skin around the implanted site on (B)(6) 2013; during the procedure a new abutment was placed. The implanted device remains.

Manufacturer narrative:
Correction: the correct catalog # is 92132; 90305 as previously reported. (B)(4). Implanted device remains.